Manufacturer narrative:
Investigation results we reviewed the DHR for this (B)(4) / patient ID# (B)(6)/ site ID# (B)(6), qty. 36 items assy-500011 (aligner) and 2 items assy-500010 (templates) were packaged by the first shift by auto bag-and-box operation on (B)(6) 2025, in manufacturing supercell sc1, equipment pua-08. The sales order was inspected and met the acceptance criteria provided by qa. Incoming inspection. We reviewed the incoming inspection record for the material manufacturing of this (B)(4). · raw material: part-501019 / lot# 265985 / qty. Received = 550 rolls, inspection date: (B)(6) 2025. The material was found acceptable for use in the suresmile product's manufacture. Return we received the return of 36 items (2 templates and 34 aligners from stages 2 to 18). The aligners were inside their packaging bags, completely sealed. We reviewed the aligners from stage 2 and did not find any out-of-specification conditions. The aligners meet the quality criteria specified in 0281-wi-aln-005-3, final quality control and aligner washing, visual detection of defects.

Event description:
In this event it is reported that a patient experienced allergic reaction to nontemplate aligner arch aligners.

Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient¿s symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803.